Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received advised that the patient underwent surgical intervention wherein the leads were explanted and replaced. Effective therapy resumed post procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-02750. It was reported that the patient's leads migrated (confirmed via imaging). The patient reported stumbling in the past. As a result, surgical intervention may be planned to address the issue.